Manufacturer narrative:
(B)(6) 2015, patient's uncorrected visual acuity (ucva) was 20/25 in the right eye. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2015, patient's uncorrected visual acuity (ucva) was 20/25 in the right eye.

Event description:
The clinic reported that a laser vision correction patient experienced surface abrasion while lifting the flap after the treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2015: right eye pre-op 20/20, -3.00 x -.25 x 0, left eye pre-op 20/20, -3.00 x -.25 x 0. Account reported on (B)(6) 2015 that abrasion healed at 2 weeks on (B)(6) 2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.